Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced a blank display. The customer had received a low battery and went to change the battery. The screen would not come back on afterwards. Troubleshooting was done. The issue persisted even after cleaning the battery carrier. Advised customer to rest the insulin pump for two hours. Nothing further reported.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had missing segments due to open heat bond of zebra connector both side on lcd. Unit had missing overlay and cracked case underneath overlay.